Event description:
Rptr complains of implant rupture, connective tissue disease, hysterectomy, sulfite intolerance, immune deficiency, chronic herpes (shingles), chronic fatigue, and left and right carpal tunnel syndrome. (Same rptr referred to in 1002177.)